Event description:
It was reported that the lead and implantable neurostimulator (ins) were eroding through the skin. It was noted that there was oozing and the area appeared to be infected. The patient had been seen by another healthcare professional (hcp) two weeks prior to report and it appeared that there was no erosion at that time. It was noted that the issue had developed within that time frame. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v940067, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).